Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer did not recall specific actions taken but confirmed that insulin delivery was resumed. There were no frequent or recurring occlusion issues, so additional assistance was not needed, and the case was closed by technical support.